Manufacturer narrative:
The unintended stimulation/new pain questionnaire was completed by quality with limited information.  Potential causes of new pain are off-label use, incorrect programming parameters, change in posture or proximity of electrode to target nerve resulting in stimulation of nerve outside the target nerve, interference from a non-curonix device, migration and patient contraindicating conditions. The stimulator is used to treat pain.  The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found. CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.

Event description:
The patient reported new and increased pain in the right knee, back, hip and leg. Attempts to reprogram the device were made. No additional information provided.